Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s last implantable neurostimulator, that near its end of life, the battery would stop and start. There were no patient symptoms or complications reported.